Manufacturer narrative:
Pt reportedly died approximately 30 hours post operative. Manufacturer site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
An external midface distractor was implanted on a pt. Approximately 30 hours post-operative, the pt died. The neurosurgeon indicated he does not believe that the death is device related because it did not occur immediately post-operative.